Event description:
A malfunction alarm occurred, but no notable event took place prior to it. There was no reported impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the customer was able to reset it successfully without recurrence of the malfunction code. Customer was advised to continue using the pump and to contact support if the issue recurs.